Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors. Found 1 of the 2 sensors had the cannula retracted inside of the sensor base, no broken cannula was found during our analysis. The remaining sensor passed per specifications with accurate readings.

Event description:
It was reported that the customer inserted a sensor yesterday. The customer stated that she was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 77 mg/dl when the actual blood glucose level was 140 mg/dl. The customer stated that the insulin pump activated the threshold suspend feature as well. The customer recalibrated afterwards and insulin pump therapy continued until later in the evening. The customer stated that he received two calibration error alerts and then a sensor error alert. The customer's blood glucose at the time of the call was 189 mg/dl. Troubleshooting was done. Advised to remove and change out the sensor. Advised that a replacement sensor would be sent. Nothing further reported.